Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp was leaking near the red hub. A purge bypass was completed successfully and there were no reported issues after. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the purge reservoir and filter were returned and inspected. Leak reproduction testing exhibited a leak at the yellow luer connection. A crack in the yellow luer was visualized under a microscope. The yellow luer crack was most likely caused by bicarbonate usage and lead to the purge leak reported by the field. The root cause of the purge leak was sidearm yellow luer damage. Impella cp with smart assist system instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." This report is being filed as part of a retrospective review of historical records.